Manufacturer narrative:
The customer complaint that the unit was failing the rotor error alarm test was verified. The rotor error alarm section of the performance verification was performed five times and failed each time. The first iteration resulted in a flow error at 10 minutes 17 seconds; the second iteration resulted in a rotor error at 34.6 seconds; and the final three iterations resulted in flow errors at 2 minutes 9 seconds. The unit was disassembled and the problem has been isolated to the gearbox. A formal corrective and preventative action investigation has been opened to address the issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit failed the rotor alarm test. This occurred during testing with no patient involved.